Event description:
It was reported that the needle was used to access vein. Guidewire part threaded through needle but wouldn't go in fully. Guidewire then pulled back through needle which caught on bevel and uncoiled. Pt examined by intervention radiology and small piece of wire remains in subcutaneous tissue which they were unable to remove.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.